Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was not returned for evaluation. One video was reviewed. The video shows one conquest pta dilatation catheter balloon being inflated with saline water, while inflating a leak was noted through the circumferential rupture in the balloon. The reported balloon rupture can be confirmed, since the balloon was noted to show water leaking in the video review. The definitive root cause for the balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 10/2020), PMA/510k. (Method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the arteriovenous fistula, the pta balloon allegedly ruptured before reaching the target pressure during inflation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 10/2020).

Event description:
It was reported that during an angioplasty procedure in the arteriovenous fistula, the pta balloon allegedly ruptured before the target pressure was reached during inflation. There was no reported patient injury.